Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse the correct or entered rate. The event happened during patient use at the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.